Event description:
It was reported by the customer that a pyxis medstation es system refrigerator displayed an error message indicating that it was not properly closed, resulting in a delay in medication dispensing. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that refrigerator displayed an error message indicating that it was not properly closed. A technical support specialist found that issue was resolved. The system functioned as intended after troubleshooting.